Manufacturer narrative:
The field service representative (fsr) found that the pump was not working and not communicating with the central control monitor (ccm). He tried using another network interface card (nic) port, but the pump still was not responsive. He replaced the pump pod board and the issue was resolved. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump blanked out and was not working. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) installed the roller pump pod into lab use only (luo) testing equipment. The roller pump was turned on and the pump was fully operational. The pump was monitored for over 24 hours without any observations of the pump blanking out or not working. It was determined that the roller pump pod met specification. Per data log review: the system was powered up on 16may2022 at 05:56:38 am. The system appeared to have been power cycled. The pump then reported many 'entering broken mode event ID: 56' errors which indicated that the controller area network (can) lines test failed. While these occur, the pump would appear to be powered off as reported. The next time the pump was successfully powered up was on 14jun2022. The log confirmed the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.